Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet, with self-reported nadir of 60 mg/dl lasting about one hour, and contacted support to perform a factory reset; customer care collected the low glucose details and guided the patient through reinitializing the system and going bionic again. Symptoms included feeling tired. Outcomes included self-treatment with oral carbohydrates and no need for assistance or medical intervention. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.